Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a therapy trial the patient felt like she was having ¿a really big drug overdose.¿ it was noted that everything went really well for the first couple of days. She started on wednesday. On thursday, the patient went in and had the drug increased by ¿0.1.¿ by friday, the patient¿s family had a great deal of difficulty getting the patient awake, and had to wake the patient up every hour for about 24 hours. The patient felt like she had ¿too much drug in her system.¿ it was noted that the patient was on a ¿very minute amount¿ of hydromorphone (dilaudid).